Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon visual inspection, it was found that the end cap was separated from the monitor case and the white cable running from the computer/analog pca board to the auxiliary board was unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. No adverse events resulted from the damaged casing.

Event description:
A review of svc data detected a reportable event. During servicing, monitor sn (B)(4) had a separated end cap. The last pt to use this monitor did not report any deficiencies.